Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered repeated occlusion alerts occurring several hours after supply changes while using an inset infusion set (6 mm, 23 in), which were resolved only after full supply changes and alert dismissal. Symptoms included hyperglycemia with a reported blood glucose of 230 mg/dl trending downward at the time of one call. Outcomes included interruption of insulin delivery and required supply replacements. Investigation included telephone troubleshooting, education on occlusion causes, and recommendation to change infusion set, cartridge, and tubing; lots referenced included 6005836 and 6011331. Investigation of this case revealed evidence consistent with flow restriction or pressure buildup in the infusion pathway, likely related to the infusion set or tubing, with device detection functioning as designed by generating occlusion alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related or infusion path factors rather than a device malfunction.